Event description:
The hospital reported that during the saphenous vein harvesting procedure, a "blue" piece broke off the uniport plus into the pt's leg. An extra incision was made to retrieve the detached component. No additional pt complications were reported.